Event description:
It was reported that during use in the ICU, it was found that the pressurization bag was normally pressurized but there was blood returning from the line above the arterial puncture point. Flushing was "useless". The arterial pressure waveform was unstable. There was patient involvement and no patient harm/adverse event reported. "There were fifty quantities affected".

Manufacturer narrative:
H3 - other: device has not been returned to date. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.